Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
L customer called requesting assistance with truemetrix air application and performing a control test. Control tests performed during call on (B)(6) 2019 produced results of 60 and 69 mg/dl. Control tests were not within acceptable range of 23 - 53 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of actual blood glucose results. The product is stored in the bedroom but outside of the vial in a pouch. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019.